Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the patient has not yet been scheduled for the ins replacement because the patient doesn't want to do it until (B)(6) 2019. Until then, the plan is to avoid using electrode 4 when programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for post laminectomy pain. It was reported that in october 2018, the implantable neurostimulator "quit working". It was noted the patient had met with a manufacturer representative a few months prior to the report and the manufacturer representative had told them that the implantable neurostimulator needed to be replaced. It was also noted that the patient had tried to get the implantable neurostimulator replaced but couldn't, which was interpreted to mean that they couldn't because they did not have a doctor. Information was requested on how to go about getting the implantable neurostimulator replaced. Physician listings were sent to the consumer and they were redirected to discuss implantable neurostimulator replacement with their doctor. Additional information received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient's implantable neurostimulator was dead from what the manufacturer representative assumed to be normal battery depletion. The manufacturer representative planned on meeting the patient at the healthcare provider's office on (B)(6) 2018, to interrogate the implantable neurostimulator and discuss replacement. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2018. It was reported that the patient¿s battery is at end of service. All impedances were checked, and electrode 4 is greater than 4000 ohms, which was used in the programming. Other pair values were 1442 ohms, 714 ohms, and 818 ohms, which were noted as viable options. The manufacturer representative noted these 3 viable electrodes for potential programming options. There were no symptoms reported which may have been associated with the high impedances. There were no patient symptoms or complications reported.